Event description:
It was reported that a patient underwent mono-portal plif at l3/4 levels. Screws were inserted in the order of left l3, l4, right l3 and l4. During right l4 screw insertion, the screw could not be inserted. The surgeon disengaged the driver and found damage at the tip of the driver. Right l4 screw was removed and disassembled from an extender. The screw head was tapped on a table due to retrieving a fragment but the fragment was not found. The surgeon also checked right l3 screw to insert driver with bone wax and pulled out a fragment. The surgeon attached the fragment to the driver and confirmed no missing parts. The surgery was completed with other driver. The product came in contact with the patient.the surgery time was extended by 5 min.

Manufacturer narrative:
(B)(6): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visually confirmed the instrument tip has been broken. The angulation of the fracture surface suggests bend stress overload. Fracture surface analysis reveals a quasi-brittle fracture. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Material hardness found to be within print specification.